Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoviewhempro vh-3500 c-ring was bent in the pathway of the cutting tool during the harvest of conduit. Harvester believes it was bent right out of the box, but they didn't know how bad until they started using it. Harvester was able to complete the case with the same kit. There was only a slight delay. There was no harm or injury to patient.

Manufacturer narrative:
Tw ID (B)(4) the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g3, g6, h2, h3, h6, h10. Corrected sections: h6--medical device ¿ problem code corrected from code "2981" to "2976". The device was returned to the factory for evaluation on 04/15/2024. An investigation was conducted on 04/23/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on the harvesting device. Charred material was observed on the intact heater wire. There were no visual defects observed on the intact heater wire or the intact gray silicone insulation on both the cold and hot jaws. The c-ring wire was observed to be bent, causing the c-ring to come straight out of the cannula, rather than at an angle. The c-ring was observed to be intact. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation; c-ring" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000376542 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.